Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. Customer attempted to troubleshoot with a new lifeband, however, the message was unable to be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no anomalies were observed. Functional testing of the platform found that the drive train had seized, therefore functional testing was unable to be performed. A review of the platform archive was performed and multiple user advisory (ua) 16 (time-out moving to take-up position) messages were observed on 3/9/14 and 3/10/14. The platform was not used on the reported event date of (B)(6) 2014. The drive train was replaced, which remedied the customer's reported complaint that the platform displayed a ua16. The system underwent and meets all testing criteria. In conclusion, the customer's reported complaint that the platform exhibited a ua16 was confirmed through both review of the platforms archives and upon functional testing of the platform.the drive train was replaced, which remedied the customer's reported complaint.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.